Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the maxzero connector leaked while on a patient. There was no patient harm.

Manufacturer narrative:
This occurred in the neonatal intensive care unit.

Event description:
The customer reported that the maxzero connector leaked while on a patient in the nicu. There was no patient harm.

Manufacturer narrative:
The customer's report that the maxzero connector leaked was confirmed. Visual inspection showed no anomalies. Functional testing showed a fluid leak at the engagement between the set and valve top. Further inspection under magnification showed a microchannel/scratch within the interior diameter of the valve. The root cause of the microchannel was an equipment error during the inspection and testing process.

Event description:
The customer reported that the maxzero connector leaked while on a patient. There was no patient harm.